Event description:
Revision surgery - the patient's shoulder dislocated due to over manipulation. The surgeon found the neutral shell to be too loose, he tightened the shell by putting in different implants.